Manufacturer narrative:
Investigation: the returned sample from lot 6048418 was reviewed. There was no evidence of physical damage or molding defect visible. Performed 45psi leakage test and leakage was found which confirms that the catheter adapter is broken. As per manufacturing, a lot history review was carried out and no related non conformance were raised in association with this packaged lot. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system 24g x 0.75in. Leaked from the hub during infusion. There was no report of injury or medical interventions.